Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: lobectomy according to the reporter: after it was loaded on the idrive no problem had been confirmed prior to use on patient. Trying the initial firing a doctor confirmed it could not fire at all on the tissue. After the failure confirmed that no staple deployed from the jaw. Operating time not extended. New one was opened to complete the case with no problem. No patient harm. The patient current status is reported as good. No additional tissue resection. No tissue damage. Nothing fell into the cavity. No bleeding. No info of lot# of handle device was reported. No info of product ID, catalog type, and lot# of handle device was reported. Confirmed that the clinical sample is being returned for investigations. Nothing of adverse event caused by extension of or time was reported. No patient info is available: gender: unknown, age: unknown, weight: unknown / the customer did not know if reinforcement material was used.